Event description:
Ous MDR - the patient was found dead at home and the device couldn't be interrogated at that time. The last home monitoring report shows that all battery and lead measurements were within normal range. The system was explanted, but has not been returned for analysis yet.

Manufacturer narrative:
The ICD under complaint was returned for analysis. There were lead fragments connected to the ICD header upon receipt. The connections between the lead fragments and the device were tested, proving that the leads were connected properly. At a next step the ICD was visually inspected. The visual inspection revealed arc over marks on the ICD housing as well as on the high voltage conductors of the rv lead. This indicates an arc over from the high voltage lead conductors during a shock delivery into an external short circuit. Subsequently the ICD was subjected to an electrical analysis. It was found that the device could not be interrogated. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The analysis of the electronic module revealed that the fuse, separating the battery from the electronic module as well as the output stages of the high voltage circuits had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit, which is consistent with the arc over marks observed during the visual inspection. Due to this damage of the electronic module, the device could not be interrogated properly. It is assumed that the damage occurred during or after the explantation process, as the leads were found cut close to the header bores, which may have caused a shock delivery into an external short circuit if the anti-tachycardia therapy functions of the ICD were not deactivated before the explantation. However a determination of the exact time of occurrence is not possible. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test of the ICD proved the device functions to be as specified. There was no indication of a material or manufacturing problem.